Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("migration of the device") in an adult female patient who had essure (batch no. B76526) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included irregular periods. Concurrent conditions included obesity, paratubal cyst, hemorrhagic cyst and endometriosis. Concomitant products included ibuprofen and progesterone. On (B)(6) 2014, the patient had essure inserted. In 2014, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), depression ("psychological or psychiatric problems condition: depression, mental anguish"), anxiety ("psychological or psychiatric problems condition: mental anguish"), migraine ("migraines / headaches"), headache ("migraines / headaches"), dysmenorrhoea ("dysmenorrhea (cramping)"), vaginal discharge ("vaginal discharge"), fatigue ("fatigue") and weight increased ("weight gain"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) with pelvic pain and abdominal pain lower ("lower left pelvic area"). The patient was treated with metformin and surgery (hysterectomy partial, salpingectomy (bilateral removal of fallopian tubes)). Essure was removed on (B)(6) 2016. At the time of the report, the device dislocation outcome was unknown and the vaginal haemorrhage, menorrhagia, depression, anxiety, migraine, headache, dysmenorrhoea, vaginal discharge, fatigue, weight increased and abdominal pain lower had not resolved. The reporter considered abdominal pain lower, anxiety, depression, device dislocation, dysmenorrhoea, fatigue, headache, menorrhagia, migraine, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: essure did not worsen a previously existing injury/condition. Left: coils visualized, right: 1 coil visualized. Patient tolerated well. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 31.1 kg/sqm. Pregnancy test - on an unknown date: negative. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-aug-2018: quality safety evaluation of ptc (product technical complaint). Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of device dislocation ("migration of the device") in a 26-year-old female patient who had essure (batch no. B76526) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did not underwent essure confirmation test". The patient's past medical history included irregular periods. Concurrent conditions included obesity, paratubal cyst, hemorrhagic cyst and endometriosis. Concomitant products included ibuprofen and progesterone. On (B)(6) 2014, the patient had essure inserted. In (B)(6) 2014, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)") and menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"). On (B)(6) 2014, 24 days after insertion of essure, the patient experienced migraine ("migraines / headaches"), headache ("migraines / headaches"), dysmenorrhoea ("dysmenorrhea (cramping)"), vaginal discharge ("vaginal discharge"), fatigue ("fatigue") and weight increased ("weight gain"). On (B)(6) 2014, the patient experienced depression ("psychological or psychiatric problems condition:depression, mental anguish") and anxiety ("psychological or psychiatric problems condition: mental anguish"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) with pelvic pain. The patient was treated with metformin and surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the device dislocation outcome was unknown and the vaginal haemorrhage, menorrhagia, depression, anxiety, migraine, headache, dysmenorrhoea, vaginal discharge, fatigue and weight increased had not resolved. The reporter considered anxiety, depression, device dislocation, dysmenorrhoea, fatigue, headache, menorrhagia, migraine, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: essure did not worsen a previously existing injury/condition. Left: coils visualized, right: 1 coil visualized. Patient tolerated well. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 31.1 kg/sqm. Pregnancy test - on an unknown date: negative . Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 17-oct-2018: pfs received: added new event: device monitoring procedure not performed and updated event onset dates. Lower left pelvic area pain clubbed with event pelvic pain. Essure removal date updated. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("migration of the device") in an adult female patient who had essure (batch no. B76526) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included irregular periods. Concurrent conditions included obesity, paratubal cyst, hemorrhagic cyst and endometriosis. Concomitant products included ibuprofen and progesterone. On (B)(6) 2014, the patient had essure inserted. In 2014, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), depression ("psychological or psychiatric problems condition:depression, mental anguish"), anxiety ("psychological or psychiatric problems condition: mental anguish"), migraine ("migraines / headaches"), headache ("migraines / headaches"), dysmenorrhoea ("dysmenorrhea (cramping)"), vaginal discharge ("vaginal discharge"), fatigue ("fatigue") and weight increased ("weight gain"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) with pelvic pain and abdominal pain lower ("lower left pelvic area"). The patient was treated with metformin and surgery (hysterectomy partial, salpingectomy (bilateral removal of fallopian tubes)). Essure was removed on (B)(6) 2016. At the time of the report, the device dislocation outcome was unknown and the vaginal haemorrhage, menorrhagia, depression, anxiety, migraine, headache, dysmenorrhoea, vaginal discharge, fatigue, weight increased and abdominal pain lower had not resolved. The reporter considered abdominal pain lower, anxiety, depression, device dislocation, dysmenorrhoea, fatigue, headache, menorrhagia, migraine, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: essure did not worsen a previously existing injury/condition. Left: coils visualized, right: 1 coil visualized. Patient tolerated well. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 31.1 kg/sqm. Pregnancy test - on an unknown date: negative. Most recent follow-up information incorporated above includes: on 12-jul-2018: pfs and mr received. Events per pfs: abnormal bleeding (vaginal, menorrhagia), psychological or psychiatric problems condition: depression and mental anguish, migraines / headaches, dysmenorrhea (cramping), pain, vaginal discharge, fatigue, weight gain were added. Patient's medical history was updated. Outcome of the events were updated. Lot number received. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration of the device') in a 26-year-old female patient who had essure (batch no. B76526) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did not underwent essure confirmation test". The patient's medical history included irregular periods. Concurrent conditions included obesity, paratubal cyst, hemorrhagic cyst, endometriosis, asthma, diabetes and hypothyroidism. Concomitant products included ibuprofen, norethisterone (ortho micronor), progesterone and salbutamol sulfate (proair hfa). On (B)(6) 2014, the patient had essure inserted. In (B)(6) 2014, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)") and menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"). On (B)(6) 2014, the patient experienced migraine ("migraines / headaches"), headache ("migraines / headaches"), dysmenorrhoea ("dysmenorrhea (cramping)"), vaginal discharge ("vaginal discharge") and fatigue ("fatigue") and was found to have weight increased ("weight gain"), 24 days after insertion of essure. On (B)(6) 2014, the patient experienced depression ("psychological or psychiatric problems condition:depression, mental anguish") and anxiety ("psychological or psychiatric problems condition: mental anguish"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) with pelvic pain and genital haemorrhage ("abnormal bleeding"). The patient was treated with metformin and surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the device dislocation outcome was unknown, the vaginal haemorrhage, menorrhagia and genital haemorrhage had resolved and the depression, anxiety, migraine, headache, dysmenorrhoea, vaginal discharge, fatigue and weight increased had not resolved. The reporter considered anxiety, depression, device dislocation, dysmenorrhoea, fatigue, genital haemorrhage, headache, menorrhagia, migraine, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: essure did not worsen a previously existing injury/condition. Left: coils visualized, right: 1 coil visualized. Patient tolerated well. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 31.1 kg/sqm. Pregnancy test - on an unknown date: results: negative. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-jan-2020: pfs received- new event abnormal bleeding was added. Event outcome of bleeding was updated. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("migration of the device") in a female patient who had essure inserted for female sterilization. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) with pelvic pain. The patient was treated with surgery (underwent a hysterectomy due to complications). At the time of the report, the device dislocation outcome was unknown. The reporter considered device dislocation to be related to essure. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.